Event description:
It was identified that the frame of the device would not hold weight due to a broken/damaged strut on the legs/base frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.